Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device anchor did not deploy. The doctor pulled the anchor out of with the sheath after they removed it from patient. It was reported that the physician needed to deploy a stent graft to common femoral artery (cfa) due to the angio-seal anchor tearing the artery. The patient did not go to surgery. Additional information was received on march 19, 2019: the procedure performed was a pci (percutaneous coronary intervention). A 6 fr. Sheath was used. A pre-deployment angiogram was performed. There was an issue with deployment. The physician stated that the anchor did not exit the angio-seal sheath, therefore hemostasis was not achieved with deployment. Hemostasis was achieved by manual pressure. No components were left in the patient. The patient was in stable condition. The percutaneous coronary intervention was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.